Event description:
It was reported that t:slim x2 pump battery would not charge reliably, as charging connection was unstable and required caller to hold cable or position pump in specific way for charging to be recognized, despite use of working outlets, wall adapters, and different charging cables. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided instructions for putting old pump into storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return problematic pump using prepaid label within specified time frame.